Manufacturer narrative:
H3: product analysis #product:(B)(4), lotno:rs17l001 visual and functional inspection the inner shaft does not move when the locking lever is moved. The "c" clip that connects the adjusting mechanism to the shaft appears to have come out. The inner shaft has become unthreaded and will no longer thread back in. It is possible to overload the clip if making tension adjustments while the rod is in place. It appears that the clip may have been overloaded. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient having spinal therapy for scoliosis. Reported inster has been used for anterior lumbar interbody fusion, direct lateral interbody fusion, osteotomies, post fixation from t8 to s1. It was reported that the internal mechanism of the percutaneous inserter was strained and broke when the inserter was tightened and attached to the rod. The product was not utilized according to the directions given in the instructions for use/labeling. Inserter broke because of user error. No fragment of the instrument remained in the patient. No patient symptoms or complications were reported as a result of this event. No treatment or additional surgery was performed.